Manufacturer narrative:
Concomitant medical products: 4024-58, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) eroded through their skin. It was further reported that the patient experienced a local infection and a systemic infection. The implantable pulse generator (ipg) was explanted. The right ventricular (rv) lead and right atrial (ra) lead were capped. The patient received a new ipg system two days later. The patient experienced hypotension during the extraction procedure due to right ventricular invagination. No further patient complications have been reported as a result of this event.